Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due without any specific allegation. No allegations have been received at this time. A new device was implanted. No additional patient effects were reported.